Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy - benign surgical procedure, the mega suture cut needle driver instrument's wire broke. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use. There was no damage noted. The instrument did not collide with any other instrument or tool. There were no issues with opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No fragment fell into the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.